Manufacturer narrative:
Because the device was not returned to ok biotech, therefore we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device(meter serial number (B)(4)) and the meter was qualified and released by the quality control department at that time. The matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 12:30pm. Patient's daughter ((B)(6)) called in stating she had to call 911 for her father. ((B)(6)) stated that the reading on the prodigy meter at the time of the event was 129mg/dl. ((B)(6)) stated that paramedics checked patient's blood glucose with their meter and received a result of 29mg/dl. Due to the time of the call from the reporter during which paramedics had just left with the patient, ((B)(6)) did not answer most questions related to the event. (B)(4) customer care made attempts to collect additional information related to the event and sent prepaid envelope requesting return of the suspect devices. ((B)(6)) stated in the last conversation that she send meter and would call back at a later date. No other information provided.